Event description:
The ICU nurse reported that the cs300 intra-aortic balloon pump (iabp) was in operation on a patient and shut down with no alarm. Rebooting the pump allowed it to pump again. It was plugged into a red plug. Alarm history shows no alarm and the iabp was replaced and sent to the biomed. No adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. Biomedical personnel reported to the fse that the rear panel switch was in the "off" position when the iabp unit was brought to biomedical engineering. No related faults or shutdowns were recorded in the fault log. The fse verified proper charging and battery function. The fse reseated all display connectors, disassembled and reseated all display connections and no problem was found. The fse was unable to duplicate the reported failure. The iabp unit passed all functional and safety tests per factory specifications; and was returned to customer and cleared for clinical use.

Event description:
The ICU nurse reported that the cs300 intra-aortic balloon pump (iabp) was in operation on a patient and shut down with no alarm. Rebooting the pump allowed it to pump again. It was plugged into a red plug. Alarm history shows no alarm and the iabp was replaced and sent to the biomed. No adverse event has been reported.